Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on xxxx, that on xxxx, an app crash alert occurred. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data, reported allegation not found. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: it was reported that an app crash alert occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.